Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the ipg was unable to communicate with the external devices. The physician suspected the ipg to be inoperable. The ipg was explanted and replaced to resolve the issue.

Event description:
Additional information received identified therapy was restored postoperatively.